Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no product was returned. Per the instructions for use (IFU), section 4.2 warnings states clinicians should avoid the use of scissors or sharp instruments near i.v. Catheters as it may result in cutting/severing the catheter tube. It is important to note that catheter severance can be attributed to practices not supported by the infusion nurses society standards of practice. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. A device history review could not be performed given the product code and lot number were unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had an IV placed, received 3 IV push medications, had blood drawn off the IV and 500-600ml of fluid ran through the IV without issue. The patient went to CT with contrast and the IV infiltrated while receiving contrast. Upon returning to the department the registered nurse placed a tourniquet, removed the IV. When removing the IV she saw the catheter detach from the hub and get sucked back into the patient. There was no pressure applied by the insertion site as the patient's arm was swollen and painful from the infiltration. The patient was scanned, and the catheter could not be found. The event occurred during removal/end of therapy at the hospital in (B)(6).